Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: two (02) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had foreign matter, like gravel. This was observed after the medicine solution was mixed; foreign matter was found floating in the bag. There was no patient involvement. No additional information is available.